Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio test strips were bent. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at an unspecified time, she found bent test strips (quantity unknown). The patient stated she manages her diabetes with a combination of diabetic medications (metformin, aporvastatin and meloxican). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food and/or drink on (B)(6) 2015 between 8-9 am. The patient claims she developed symptoms of headache 20 minutes after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the issue occurred before inserting the strip into the meter and conformed more than one test strip was affected. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject test strips caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.